Manufacturer narrative:
Citation: olasinska-wisniewska et al. Transcatheter aortic valve implantation in degenerated aortic bioprosthesis complicated by a ¿ frozen¿ leaflet. Kardiol pol. 2019 oct 22;77(11):1089-1091. Doi: 10.33963/kp.14980. Epub 2019 sep 20. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient with recurrent episodes of heart failure decompensation eight years after surgical implant of a non-medtronic aortic valve and concomitant coronary artery bypass grafting. The patient was deemed to be at high surgical risk and was recommended for transcatheter aortic valve implantation (tavi). During the procedure, after insertion of a confida guidewire into the left ventricle, ventricular fibrillation occurred which was successfully resolved with defibrillation. Subsequently, a 23-mm evolut r transcatheter bioprosthetic valve (no serial number provided) was successfully implanted valve-in-valve inside of the non-medtronic aortic valve. Following valve deployment, a significant decrease in transvalvular gradient and trivial paravalvular leak was noted. A few minutes later, a sudden drop in blood pressure occurred followed by recurrent persistent ventricular fibrillation. Cardiopulmonary resuscitation (CPR) was initiated. Echocardiography excluded cardiac tamponade, and coronary angiography showed no coronary obstruction. However, a severe transvalvular insufficiency was observed on echocardiography and fluoroscopy. An immobile (¿frozen¿) valve leaflet was considered as a causative factor, which was confirmed when probing of the implanted prosthesis with a pigtail catheter resulted in an immediate return of hemodynamic stability. Echocardiography after tavi revealed mild paravalvular leak. After clinical stabilization, the patient was discharged home ten days post procedure. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Correction to b2 outcome attributed to adverse event: "intervention required" included. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.